Event description:
It was reported that pump displayed malfunction alarm malf 1 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to switch to multiple daily injections as backup therapy, place pump into storage mode, and then return it using prepaid label, and technical support arranged shipment of in-warranty replacement pump and advised customer to reenter pump settings and reconnect continuous glucose monitor upon receipt.